Event description:
As reported by the exactech vantage total ankle study, approximately 3 weeks and 6 days post the initial right total ankle arthroplasty, the patient arrived at the emergency department with complaints of neck pain and left hand pain. The patient was admitted to the hospital for treatment. Actions taken: hospitalization and medication. The outcome is considered to be resolved.

Manufacturer narrative:
D10: 03-cmb-lc-0006 - p/p+ locking clip - sz6 (B)(6), 03-cnb-cd-0001 - v3d corner drill - zh unassigned, 03-cnb-dr-0001 - v3d ap size drill - zh unassigned, 03-cnb-pp-0000 - v3d peripheral punch unassigned, 03-pmr-20-0006 - prim+ tib-r-20mm-sz6 (B)(6), 350-04-02 - flat cut talus sz 2 r (B)(6), 350-24-02 - vit e liner-r-sz 2-6mm (B)(6), 351-10-34 - tibial bone removal scrw unassigned, 351-90-20 - tubercle pin pouch (B)(6), 351-90-21 - 3.5" pin pouch (B)(6), 351-90-21 - 3.5" pin pouch (B)(6), 351-90-22 - 2.5" pin pouch , 351-90-24 - talar trial screw pouch (B)(6), 351-90-25 - threaded pin pouch 2pk (B)(6), 351-90-25 - threaded pin pouch 2pk (B)(6), 351-91-03 - recip sawblade 8x50x1mm (B)(6), 351-91-04 - saw-10x75x1.19-stryker (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.